Event description:
In the course of 24 hrs, a total of three m100 filter sets were disposed of without returning blood to the pt which equates to a blood loss of approximate 456 ml. The first m100 filter set was disposed of because it had clotted; the second and third m100 filter sets were disposed of the air detector alarm which terminates treatment. The pt received a transfusion of three units of packed red blood cells. The nurses assigned to the pt reported that the pt's overall medical status did not change as a result of the blood loss.

Manufacturer narrative:
The hospital's biomedical tech reported she inspected the prismaflex machine. She stated she could not reproduce the problems reported and found the prismaflex to be operating according to the MFR's specification. Later, a gambro tech service rep inspected the prismaflex machine. He found the replacement scale was out of calibration. He calibrated the scales, ran a successful prime and prime test and a successful simulated treatment. Gambro has found no evidence to suggest that any gambro product was defective or otherwise malfunctioned.